Manufacturer narrative:
(B)(6) 2015 02:52 pm (gmt-4:00) added by (B)(6) ((B)(4)): lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(6) 2015 10:04 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiovascular for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number: (B)(4).

Event description:
Tubing in custom pack kinked. Customer had to work kinks/memory bends out of tubing during to use.